Event description:
It was reported that a patient's magec rod was removed after over two (2) years of implantation; inflammation and tissue pigmentation was allegedly observed.

Manufacturer narrative:
(B)(4).